Event description:
It was reported that during implant of the lead, low impedance and a loss of capture were observed. Imaging showed appropriate lead positioning. The lead was removed and replaced.

Manufacturer narrative:
UDI (di): (B)(4).